Event description:
Per echo-crt adverse event report, this pt complained of "chest thumping" and the atrial lead was found to be dislodged. The lead was successfully repositioned on (B)(6) 2010 and all records indicate this device remains implanted. Should additional information becomes available, this event will be updated.